Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the thresholds were too high for the implanting device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) there was difficulty experienced obtaining acceptable data after more deployments. The ipg was removed and replaced. No patient complications have been reported as a result of this event.